Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when the customer was loading a cartridge an alarm 1 occurred. After loading another cartridge and filling with 40 units, a minimum fill notification was received. Tandem technical support informed the customer that the cartridge requires 50 units of insulin to complete the loading process. The customer indicated that more insulin would be added after another vial of insulin was retrieved. The customer's blood glucose (bg) level was 450 mg/dl. The customer was to address the bg level with a correction bolus via the pump.